Event description:
The certified scrub technician, first assisted hooking up the endoscope and the equipment did not allow the c02 to infuse properly. The equipment would not inflate. The staff was attempting to harvest a saphenous vein on a patient.